Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, after admission, the patient underwent antitumor treatment. To protect the peripheral blood vessels, a PICC tube was inserted into the right brachiocephalic vein at our hospital's intravenous treatment outpatient clinic on (B)(6) 2025. The procedure was successful. On (B)(6) 2024, the patient complained of swelling in the right upper limb. Color doppler ultrasound showed incomplete thrombosis of the right brachiocephalic vein and axillary vein. A consultation with the vascular surgery department was requested to consider catheter-related venous thrombosis, and anticoagulant therapy was administered. No other information was provided.